Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and pocket erosion. Reportedly, after implant of the device system, the patient subsequently developed pocket erosion and blood stream infection. Furthermore, blood cultures were positive for staphylococcus. Necrotic skin edges were noted on the device pocket and purulent pocket tissue was also observed. The patient's wound was then irrigated with antibiotics solution. There were no additional adverse patient effects reported. The ICD was explanted.